Event description:
It was reported that a nurse allegedly injured her arm on the rotorest delta when she was trying to manually turn the patient using the CPR brake at the foot of the bed.

Manufacturer narrative:
Additional information was provided by the nurse who was reportedly injured. She indicates that she had finished cleaning a patient who had an unstable cervical fracture. She was bracing and balancing the platform so she would not jolt the patient. The nurse further indicates that she had to apply a lot of force to release the CPR handle causing her hand to slip and hit the control panel full force with her open hand. She also indicates that she is under medical care for a hairline fracture of her scaphoid bone in her right hand and tendon synovitis of the wrist. The service center supervisor examined the bed and found nothing mechanically wrong with the bed and it operated correctly. The kci representative feels that the nurse did not pull out the black handle at the end of the bed before trying to turn the patient. She concluded that more in-servicing would be needed for the floor, because they are not regular users of the bed.